Event description:
A user facility reported this mask would not inflate while it was being used in a pt. The mask was removed and replaced with another. There was no pt injury or problems. The user facility has requested to return the device for evaluation.